Event description:
A nurse reported that before a vitrectomy procedure an ophthalmic laser probe head was uneven and cannot fit into the eye. The surgery was completed using new product and patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The probe was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. A fit check was performed with a trocar, and the laser probe was found to get stuck when being inserted into the trocar. A visual assessment under a microscope was performed and revealed adhesive on the cannula. The cannula outer diameter was measured to be 0.0265 inches in one location and was found to be oversized compared to the manufacturer specifications of 0.0250 - 0.0258 inches. The root cause of the reported event is attributed to adhesive on the cannula. However, it remains inconclusive how or when the adhesive was deposited on the cannula. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).